Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure at t6. During surgery, the balloon ruptured thus causing a canal cement leak. "The doctors needed to wake up the patient from the anestesia in order to check that the patient could move his legs. There was a delay in overall procedure time due to this event." No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.